Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error 42. It was confirmed that there was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions and assisted them in performing the reset. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.